Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: a visual inspection of the pump showed no evidence of ink spots on the display. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. Additionally, the pump case was cracked near the top right corner between the display lens and pump seal.